Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of scratched intraocular lens. There was a patient contact. Additional information has been received and stated that lens implanted in operative eye. Lens noted to have a line in the center. The lens was removed during initial procedure. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., d.10., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic was cut into two portions, typical of insertion and removal. Both cut optic portions had multiple scratches and cracks on the anterior and posterior sides of the lens. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified cartridge was used. The company model, 26.0 diopter lens is only qualified for use with the with the company cartridges. A viscoelastic was indicated which is not qualified with company delivery systems. The reported lens damage was observed. The root cause for the reported damage may be related to a failure to follow the instructions for use (IFU). A non qualified viscoelastic was indicated with an unspecified cartridge. It is unknown if a qualified cartridge used. The company model, 26.0 diopter lens is only qualified for use with the with the company cartridges. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. No additional information has been provided at this time. The file will be reopened if information is provided. The manufacturer internal reference number is: (B)(4).